Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing arm pain. X-ray confirmed lead migration. The patient underwent a revision procedure. The patient is doing well postoperatively.